Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed moisture exposure and demonstrated that the pump was under delivering insulin.

Event description:
Patient's husband reported she was hospitalized for hypoglycemia.